Event description:
It was reported by service report that the scale was not weighing accurately. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Lift motors set incorrectly.